Event description:
It was reported that during setup for a turbinate reduction procedure, the warning light for the irrigation pump was lit and the unit would not allow for saline flow. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or pt complications reported as a result of this event.